Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range pacing impedance measurements and loss of capture (loc). Technical services (ts) reviewed the device data and inquired whether the patient had experienced a fall; the health care professional (hcp) stated that the patient fell skating. Ts suspected a potential lead fracture. The physician determined that atrial pacing was not required and decided to program the system to ventricular pacing only, until the rv lead can be replaced during the upcoming device replacement procedure. No additional adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead was successfully explanted and replaced during a therapy upgrade procedure. No additional adverse patient effects were reported outside the revision procedure.

Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range pacing impedance measurements and loss of capture (loc). Technical services (ts) reviewed the device data and inquired whether the patient had experienced a fall; the health care professional (hcp) stated that the patient fell skating. Ts suspected a potential lead fracture. The physician determined that atrial pacing was not required and decided to program the system to ventricular pacing only, until the rv lead can be replaced during the upcoming device replacement procedure. No additional adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead recorded high out-of-range pacing impedance measurements and loss of capture (loc). Technical services (ts) reviewed the device data and inquired whether the patient had experienced a fall; the health care professional (hcp) stated that the patient fell skating. Ts suspected a potential lead fracture. The physician determined that atrial pacing was not required and decided to program the system to ventricular pacing only, until the rv lead can be replaced during the upcoming device replacement procedure. No additional adverse patient effects were reported. This rv lead remains in service. Additional information was received that this rv lead was successfully explanted and replaced during a therapy upgrade procedure. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 2 (device evaluation): upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 230 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of list observation(s) that were due to fracture were likely caused by the confirmed fracture.